Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended and clogged with blood. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
It was reported that the patient presented in the hospital for an implant procedure. The patient's right atrial (ra) lead was explanted and replaced for unknown reasons. No patient symptoms were reported.